Event description:
It was reported that when the stylet and protective sheath were removed from the 2.5x23 mm xience xpedition balloon, the stent implant dislodged. No resistance was felt during removal of the stylet and the sheath. The stent delivery system was not used on the patient. A new stent delivery system was used for the procedure successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.